Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Device material number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples were taken from the current production, and were visually inspected. The issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was performed and no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation to confirm the alleged defect, and determine the root cause. Root cause is unknown. No corrective actions can be assigned at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "15mm connector came out of tube while patient was intubated. Tube had to be exchanged." There was no report of patient injury or complication related to this event.